Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where a hole was found in the tubing on (B)(6) 2025. No further information available.

Manufacturer narrative:
The initial MDR with manufacturing report number (8021545-2025-01542), was submitted on 19-jun-2025. Upon receiving additional information, it was discovered that manufacturing date has updated to 15-apr-2025. Additional information - this MDR is being submitted to include the below: h4: manufacturing date. H6: investigation results under type of investigation. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012597, in question was manufactured at the osted site. Device history record (DHR) review: the lot 6012597 was manufactured according to the work instruction (wi) [80] appendix 1 batchcard for production of packaging room on 15-apr-2025 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no product was returned. Conclusion summary of complaint investigation: as a result of the following, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date, additional patient or event details were received which have been added in h11.